Event description:
Clinic notes were received for the patient's generator replacement surgery. The notes indicated that the patient suspected her vns was not working because she could no longer feel stimulation when she swiped her magnet. The patient also reported an increase in seizures. The physician noted that the patient's settings were adjusted during the visit and that full diagnostics were performed; however, the diagnostic results were not provided. The physician believed that the cause of the increased seizures was a vns malfunction and low battery. However, she later stated that the output currents were at 0ma and that the battery was at neos=yes. The generator was most likely pulse disabled due to eos=yes, and then the battery rebounded to show neos=yes. Diagnostic results were not provided, so a malfunction of the device could be ruled. No further relevant information has been received to date.

Event description:
The patient had generator replacement surgery due to battery depletion, per the implant card. The lead impedance of the new generator and existing lead was within normal limits, indicating no issue with the lead. The explanted generator was discarded by the facility; therefore, no analysis could be performed. No further relevant information has been received to date.